Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 and 3.2 had failed and was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 and 3.2 had failed and was unable to recover. A field service engineer (fse) found half height drawers 3.1 and 3.2 cubie were not detected on the bus with no light emitting diode (led) lit. Diagnosed a bad control printed circuit board (pcb) on drawer 3.1 and a faulty half height module control pcb, replaced both pcbs, and confirmed the customer could successfully access the drawers. The system functioned as intended after the field service engineer repaired the device.